Event description:
Case description: investigational results: name: novopen® 5, batch number: hvgk502 a visual examination of the returned product was performed. Foreign dry matter observed on internal or external pen parts e.g., dust, dirt, or dried stains after a liquid. The observed problem was not related to any novo nordisk processes and it is a result of accidental damage during use of the device. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The dose indicator window was cracked. The crack was caused by tensile stresses as a result of cleaning the pen with a strong detergent. The crack in the dose indicator window was a result of accidental damage during use. The painted surface of the pen was damaged, and the paint is flaking off. The fault was caused by accidental damage during use of the device. The piston rod has become bent and the pen cannot operate in a normal manner. The fault was caused by accidental damage during use of the device. Visual examination and functional testing were performed. Segments in the display was missing. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Not possible to retract piston rod, piston rod was bent. The electronic register was checked. The device was disassembled to examine internal parts. The electronic unit was examined. There was a crack in the display interrupting some signals segments are missing in the electronic display. The fault has no impact on the mechanical functions of the pen and it is caused by accidental damage during use of the pen. Since last submission, the following information was added, -investigation result updated. -annex b, c, d and g codes updated -narrative updated accordingly final manufacturer's comment: 09-mar-2023: the suspected device has been returned to novo nordisk for evaluation. Investigations were completed. Accidental damage during the device usage or incorrect handling could be the contributing factors for the reported fault in the device and the reported adverse events. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". H3 continued: evaluation summary investigational results: name: novopen® 5, batch number: hvgk502 a visual examination of the returned product was performed. Foreign dry matter observed on internal or external pen parts e.g., dust, dirt, or dried stains after a liquid. The observed problem was not related to any novo nordisk processes and it is a result of accidental damage during use of the device. The cartridge holder was damaged in its connection to the mechanical part of the pen. It was not possible to attach the cartridge holder correctly and the device cannot function with a needle and a cartridge attached. The dose accuracy may be affected. The fault was caused by accidental damage during use of the device. The dose indicator window was cracked. The crack was caused by tensile stresses as a result of cleaning the pen with a strong detergent. The crack in the dose indicator window was a result of accidental damage during use. The painted surface of the pen was damaged, and the paint is flaking off. The fault was caused by accidental damage during use of the device. The piston rod has become bent and the pen cannot operate in a normal manner. The fault was caused by accidental damage during use of the device. Visual examination and functional testing were performed. Segments in the display was missing. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Not possible to retract piston rod, piston rod was bent. The electronic register was checked. The device was disassembled to examine internal parts. The electronic unit was examined. There was a crack in the display interrupting some signals segments are missing in the electronic display. The fault has no impact on the mechanical functions of the pen and it is caused by accidental damage during use of the pen.

Event description:
High ketones [blood ketone body increased]. Hyperglycemia (30 mmol/mol) [hyperglycaemia]. Cartridge holder is broken [device breakage]. Pen is loose [device loosening]. Insulin did not get into his body [device failure]. Case description: this serious spontaneous case from sweden was reported by a consumer as "high ketones(blood ketone body increased)" beginning on (B)(6) 2022, "hyperglycemia (30 mmol/mol)(hyperglycemia)" beginning on (B)(6) 2022, "cartridge holder is broken(device breakage)" with an unspecified onset date, "pen is loose(device loosening)" with an unspecified onset date, "insulin did not get into his body(device failure)" with an unspecified onset date, and concerned a 35 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus". Patient's height: 185 cm. Patient's weight: 81 kg. Patient's bmi: 23.66691020. Current condition: type 1 diabetes mellitus (since 1996). On an unknown date on (B)(6) 2022, the patient started with hyperglycemia with blood glucose value of was 30 mmol/mol. On (B)(6) 2022, the patient had high ketones. The patient noticed that the insulin did not get into his body. The pen was loose and broken at the cartridge holder where the penfill should be mounted and noticed that the insulin gave less and less effect. The patient noticed the fault eventually. Prolonged reduced effect of insulin due to damage to the "attachment" between penfill and pen. No other possible aetiology. Batch numbers: novopen 5: hvgk502. Action taken to novopen 5 was reported as unknown. On (B)(6) 2022 the outcome for the event "high ketones(blood ketone body increased)" was recovered. On (B)(6) 2022 the outcome for the event "hyperglycemia (30 mmol/mol)(hyperglycemia)" was recovered. The outcome for the event "cartridge holder is broken (device breakage)" was not reported. The outcome for the event "pen is loose(device loosening)" was not reported. The outcome for the event "insulin did not get into his body(device failure)" was not reported. The case was reclassified from non-serious to serious on (B)(6) 2023 with the addition of new information " blood glucose value; 30mmol/mol" and all events were upgraded to serious with seriousness criteria " medically significant". Preliminary manufacturer's comment: on (B)(6) 2023: the suspected device has been returned to novonordisk and the returned sample will be investigated to evaluate it works according to the set specifications and intended use. No conclusion is reached currently. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". Reporter comment: patient used insulin (unspecified).